Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6

Event description:
Patient reported left side "implant has moved," " not in the right place," and "capsular contracture, baker grade unknown." Healthcare professional reported capsular contracture, baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on july 22, 2025 with lot number 3606748. Based on the product analysis performed, the assessments of the complaint codes are: ¿capsular contracture: unable to observe. As per the investigation procedure, deformation and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported ¿implant has moved, it's not in the right place and capsular contracture, baker grade unknown¿. Healthcare professional later reported "capsular contracture baker grade iii/IV". This record is for the left side. Device was explanted.

Event description:
Patient reported¿ implant has moved, it's not in the right place and capsular contracture, baker grade unknown¿. Healthcare professional later reported "capsular contracture baker grade iii/IV". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.